Manufacturer narrative:
(B)(6).

Event description:
It was reported that at the time of placing the screw, the tip broke. The procedure was completed by using another of the same device. No damage to the patient was reported since the piece was removed. The patient's health condition is stable.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.